Manufacturer narrative:
(B)(4). Retainer ring = clear. On (B)(6) 2021 the customer alleged the insulin pump has cosmetic damage. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Hardware low level failures alarmed during self test and was confirmed in the formatted history file due to broken trace at keypad assembly. Pump was cut open to perform visual inspection and found moisture damage on the electrical board a1, electrical board power connector and force sensor during visual inspection. The insulin pump passed displacement test. In summary, customer alleged hardware low level failure confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.